Event description:
It was initially reported on (B)(6) 2011 by a neurologist that vns handheld sys works slowly. Company rep inspected and used the device but did not find any problems with it. On (B)(6) 2011, the neurologist office informed the company that their device does not work at all and requested a replacement. A handheld replacement was sent to the physician but the old device has not been received yet. Good faith attempts to obtain more info or to get the device back have been unsuccessful to date.